Event description:
Event description guidant received information that prior to implant, this device was interrogated and a capacitor reform was performed. The battery voltage was then reported to be 3.08 v, whereas the box value listed 3.25 v as the expected battery voltage. Guidant received subsequent information that this device was retested prior to another implant procedure (note: the voltage was reported to be 3.20 v).